Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: code was updated. Manufacturer's investigation conclusion: an onsite abbott representative confirmed low flow alarms that were thought to be due to hypertension or right ventricular dysfunction. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure and hypertension. Section 6 ¿patient care and management¿ (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. Section 1 of the IFU provides an explanation of pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 (heartmate 3) lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient experiencing increased frequency of low flow alarms and 2.0 lpm low flow software upgrade was performed on both controllers for this patient on thursday on (B)(6) 2023 at 09:00. Patient's expected baseline heartmate 3 flow predisposes patient to frequent low flow alarm at the current 2.5 lpm limit. The device was interrogated and appeared to be in normal function. The patient's low flow alarms etiology could be hypertension, right ventricle dysfunction. They underwent computed tomography angiography (cta) chest / abdomen on (B)(6) 2023 afterwards; image reviewed by CT surgeon, who felt like there was no left ventricular assist device (lvad) outflow obstruction. The patient underwent successful transition to low flow controller (2.0lpm). The alarms resolved. Transthoracic echocardiogram (tte) on (B)(6) 2023, was technically difficult study but showed left ventricle decompressed with severely reduced ejection fraction (ef). Right ventricle was only partially visualized but appeared dilated with moderately reduced function, moderate tricuspid regurgitation (tr); transcatheter aortic valve replacement (tavr) in position but did not open. Diuretics were held as no clinical signs of volume overload. The patient did not have real symptoms, more annoyed with device going off every night intermittently. Anti-hypertensive was increased at that clinic visit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.